Event description:
A phone call was received regarding the increase in seizures experienced by the patient and the allegation of the magnet not turning the device on. A review of the programming history database for the patient's generator included information from the (B)(6) 2012 to (B)(6) 2013. This review revealed no programming anomalies and that the patient's last recorded settings were lower than therapeutic levels. The last generator diagnostics were all within normal limits. However over two years of settings and diagnostic history was not in the database. This is due to the fact that the patient had not seen a physician in over a year. A battery life calculation revealed that the patient's generator should not be nearing end of service for at least 10 years. This was based off of the information available in the programming history database. Any settings changes that occurred during the times not included in the programming history database may affect the accuracy of this result. Without information from the patient's treating physician, further investigation regarding the possible malfunction of the magnet or generator and the patient's increased seizures was inhibited.

Event description:
Information was received indicating that the patient had an increase in seizures for which her doctor chose to increase her medication. The patient believed the vns magnet was not working because of her increase in seizures. However the patient states that she can feel the stimulation. The physician's medical assistant indicated that the increase in seizures was well below pre-vns levels. The patient's physician indicated that the patient knew the correct swiping technique but it is unclear if that technique was used when she attempted to abort her seizures. Magnet diagnostics were performed and indicated that the magnet does trigger the device when the proper technique is used. System diagnostics were also performed and revealed that the patient's device is working properly. No device issue was found.